Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump had a screen anomaly. When the customer inserted a new battery, the insulin pump continued to alarm and the screen turned on and off continuously. The customer was unable to run a self-test since they were unable to enter in the menu. Customer's blood glucose level was 92 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display and had constant beeping audio alarm anomaly due to cracked on the lcd controller printed circuit board assembly. Unable to verify missing segments or partial display anomaly due to flashing white lcd or to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump had with scratched case.